Event description:
Patient had a hsv 1 positive test (index value = 4.00) and a hsv 2 positive test (index value = 1.55) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test.